Event description:
It was reported that the patient did not receive sufficient pain relief. The patient underwent an explant procedure and the explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Block d2b: pro code (product code): qrb.